Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the paddles were worn out. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
The equipment was evaluated remotely and onsite, confirming the paddles were worn out. The cause of the reported problem was a worn component. The customer was advised to replace the paddles.